Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had a keyboard anomaly on the control panel, expired batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found expired batteries (d146-00-0039) and keypad of the machine is not working properly. Fse repair by replacing cb, keypad controller(670-00-1145), overlay, main keypad-italian (d330-00-0039-07), keypad assembly(d331-00-0119), gasket, keypad, iabp(d354-00-0110), and performed full calibrations, electrical safety measures also performed. Fse says operation tests performed with positive outcome. Equipment handover to customer in good working condition.